Event description:
A memorylens had been implanted in the patient's left eye in 2000. At exam in 2002, patient's va was 20/30 os. Opacification of the implanted device diagnosed. The surgeon explanted the lens in 2003.